Event description:
The customer reported his blood glucose reached "high" (>27.8 mmol.l) (>500 mg/dl) less than 36 hours after the pod was activated. Upon further inspection he noticed the cannula had come out of the infusion site. He also stated that it was painful during the needle insertion process.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess the product condition. The user reported that the cannula had come out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.